Event description:
It has been reported to philips that system did not boot up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that x ray pc was failing. The x ray pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system did not boot up. Review of the log files showed that in multiple system (re)starts, the x-ray-pc does not respond. Upon troubleshooting, the fse found faulty power supply in the x-ray pc and blown fuses. Fse ordered and replaced the x-ray pc and fuses, restored recent backup. Fse planned another visited to complete the detector calibrations. Fse visited again onsite to perform the detector calibration, detector calibration was performed, and the reported problem was resolved. Actual cause of the issue was with the x-ray pc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.